Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion on the device control unit at the venting connector could not be determined, however, the issue was likely the result of fluid emersion, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the uretero-reno videoscope exhibited corrosion at the venting connector. There was no patient involvement, and no harm was reported as a result of the event.